Event description:
Doctor reported bone loss and infection with inflammation and pain at tooth site 36. Doctor also reported that patient came on (B)(6) 2022 with great pain and swelling at region 36, 37. According to orthopantomogram (opg in english digital panoramic radiograph) the tooth site 36 is no longer worthy to remains implanted. Cysts, strong inflammation, fistula and pus-outflow were reported, too. Implant at tooth site 36 and cysts were removed, the wound was cleaned. Augmentation with cerasol, exposure with membrane and antibiotics prescription: sobelin were performed. On (B)(6) 2022 doctor performed a wound check up and suture removal. In approximately 4-6 months patient has been scheduled for dvt + 99 f new jmp.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. A unknown zimmer implant was not returned. Visual evaluation of the as returned product identified signs of use with bone debris on external threads. No damage identified or signs of malfunction that would contribute to the event. Damage identified from the removal process. Measurements match drawing. Similar complaints for bone loss and infection related problems have been previously investigated. Refer to attached summary investigation.the device could not be functionally tested for the reported failure/events (pain, bone loss, and infection). A pre-existing condition noted on the per form was good oral hygiene. Bone density was unknown. The reported device was located on tooth location # 36 (fdi) and was used for approximately 7 years and 1 month. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: 'contraindications' 'warnings' 'precautions' additionally, per the IFU, improper techniques can cause patient injury and pain. DHR review: DHR review for the lot 62929270 had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization record op 300. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot number 62929270 for similar events and no other complaint was identified. Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.